Manufacturer narrative:
E1: patient country: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the patient was admitted to the intensive care unit (ICU) due to high blood glucose level of 560 - 700mg/dl on (B)(6) 2023. The customer performs in an attempt to resolve their blood glucose issue by boluses via the pump the suspected cause of the high blood glucose was as30 did not fit will. The patient tested positive for high ketones. The healthcare professionals (hcp) identified ketone level as dangerous/life threatening. The infusion set was used for 3 days. The patient received IV and fluids of saline and insulin as corrective treatment. Furthermore, the patient released from the ER/hospital on (B)(6) 2023. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the batch 6003331manufactured at the reynosa site. Device history record (DHR) review: the lot 6003331 was manufactured according to the work instruction (wi) version 107 manufactured in the line 6, on 24/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Conclusion summary of the related event: as a result of the following: no malfunction was reported in the complaint. As a result, no tests can be performed on reference samples. Therefore, a DHR review was conducted, and no non-conformities were raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.